Event description:
It was reported that during an unknown procedure, after t1 deployed, the t2 of two fast-fix 360 deployed prematurely. Neither t implant deployed through the meniscus. Both t implants were removed. The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: h2: additional information b5, d9 h3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection of the returned devices found that they are not in their original packaging. Device 1 was returned in the pret1 setting with no suture or implants returned. Device 2 was returned in the pret1 setting with the suture and implants returned outside the channel with the knot fully open. There is biological debris on the returned items. A functional evaluation of the returned devices finds they cycle as designed. The complaint was not confirmed, and the root cause could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. H11: h2: 510k corrected.

Event description:
It was reported that during an unknown procedure, after t1 deployed, the t2 of the fast-fix 360 deployed prematurely. Neither t implant deployed through the meniscus. Both t implants were removed. The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.